Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt and was found to be in good overall condition. Further, found that the sequencer weldment, cover and the latch plate assemblies need upgrading; gun is dry and quite dirty. The device was functionally tested and failed the tests as the gun was double cocking due to the broken compensator spring identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the reported device is "extremely hard" to pull back as the gun was double cocking identified during evaluation. The investigation is determined to be confirmed for the reported spring is broken. The root cause for the reported device is "extremely hard" to pull back was determined to be the broken compensator spring. The root cause for the reported broken spring is unknown. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Bd recommends the magnum instrument be cleaned and lubricated after every use to enhance the performance and longevity of the instrument. Silicone free, quality medical grade lubricant compatible with steam sterilization should be used to lubricate magnum instrument. Refer to the manufacturer's instruction to determine compatibility and for the use of the selected lubricating agent. Ensure all moving parts of the magnum instrument are lubricated. End - users may sterile the instrument after each cleaning and lubrication. H10: g3 h11: h6 (method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a biopsy procedure, the gun spring appeared to be allegedly broken and that the device was "extremely hard" to pull back. Reportedly, the customer could see that the end of the spring was broken and first stage trigger pull does not function correctly. There was no patient contact.

Event description:
It was reported that prior to a biopsy procedure, the gun spring appeared to be allegedly broken and that the device was "extremely hard" to pull back. Reportedly, the customer could see that the end of the spring was broken and first stage trigger pull does not function correctly. There was no patient contact.

Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.